Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that patient had a burning sensation that feels like it was coming from the implant which started just when they started recharging. Patient said itis not something they couldn't live with they just weren¿t expecting it.